Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: the daily insulin delivery totals that were recorded in the pump's history correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hyperglycemic event. The reporter stated that the patient had a blood glucose level between 500 and 611 mg/dl with symptoms of excess urination, atypical thirst, and large ketones. The reporter stated that the patient was taken to their healthcare provider¿s office where they received insulin from the pump as well as by an injection. The reporter reviewed the pump¿s settings with a customer technical support representative and found no discrepancies in the basal or bolus settings in the pump. The histories recorded in the pump accurately reflected the expected totals. This complaint is being reported because the patient allegedly experienced a severe hyperglycemic event as a result of an unidentified inaccurate delivery.